Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cryoballoon ablation procedure for atrial fibrillation with a lasso navigational variable eco catheter and suffered diaphragmatic paralysis with no medical or surgical intervention. The left atrial voltage map was created using the lasso navigational variable eco catheter and cryoablation was performed on the left superior, left inferior, right inferior and right superior pulmonary veins. A decrease in diaphragmatic compound motor action potential (cmap) amplitude was noted during cryoablation of the right inferior pulmonary vein (ripv). Phrenic nerve pacing no longer displayed and physician was unable to obtain twitch confirmation. Cryoablation of the right inferior pulmonary vein (ripv) was resumed, as the physician recognized the situation after cryoablation of the right superior pulmonary vein (rspv). Phrenic nerve pacing remained suboptimally displayed. Patient was scheduled for follow-up. Post-procedure, another physician evaluated the pacing threshold value and determined that the value displayed was 10 volts, but that it decreased at 9 volts. Physician expected the patient to recover. Bleeding was controlled at the vascular access point. There was no medical or surgical intervention. There is no information regarding extended hospitalization. The patient fully recovered. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.